Event description:
During the implant attempt, the device was found to have a connector/setscrew problem. This device was not implanted in this patient. While doing the device replacement surgery, the previously implanted lead was found to be fractured. This lead was explanted. There were no patient complications reported.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead was destroyed and therefore, without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B) (4) no anomalies found.